Event description:
The hill-rom technician reported that the ground pin was broken off the ac power plug. He replaced the ac plug on the power cord to resolve the issue. There were no reported adverse events associated with this product problem. This bed is equipped with a ground loss indicator to warn caregiver that there has been a loss of ground and to minimize the risk to the patient.